Manufacturer narrative:
As reported by (B)(6), approximately 2 ½ months after placement of a smart stent in the distal portion of the right superficial femoral artery, necrosis was observed at the right 1st toe. The right popliteal artery to dorsal pedis artery were bypassed and the right 1st and 2nd metatarsal bone were amputated. The patient recovered approximately 4 months later. The target lesion was mildly calcified and tortuous. The rate of stenosis was 62.5%. The patient's medical history is unknown and it is unknown if the patient returned with symptoms. It is also unknown if any doppler testing or if any other testing done as well as the results. Details regarding the initial lesion such as length, diameter or if the lesion was pre-dilated prior to stenting are also unknown. It is if there was any difficulty or resistance noted while crossing the lesion with the stent or if the sds had to pass through a previously placed stent. It is also unknown if the stent expanded fully with good wall apposition. It is also unknown if the lesion was post-dilated. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Necrosis is tissue death that is due to clots in the bloodstream blocking the flow of blood to the affected area and the subsequent need for amputation. Amputation of a target lesion is a known procedural outcome related to peripheral stenting and is related to progression of peripheral vascular disease, narrowing or occlusion by atherosclerotic plaques of arteries outside of the heart and brain. With the limited amount of information available and without films of the procedure it is not possible to draw a clinical conclusion between the device and the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
This is one of three events associated with this patient with associated regulatory reports submitted under manufacturing report numbers 9616099-2015-00638, 9616099-2015-00640 and 9616099-2015-00641. (B)(6). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) smart pms for sfa, approximately 2 ½ months after placement of a smart stent in the distal portion of the right superficial femoral artery, necrosis was observed at the right 1st toe. The right popliteal artery to dorsal pedis artery were bypassed and the right 1st and 2nd metatarsal bone were amputated. The patient recovered approximately 4 months later. The target lesion was mildly calcified and tortuous. The rate of stenosis was 62.5%. %. The patient's medical history is unknown and it is unknown if the patient returned with symptoms. It is also unknown if any doppler testing or if any other testing done as well as the results. Details regarding the initial lesion such as length, diameter or if the lesion was pre-dilated prior to stenting are also unknown. It is if there was any difficulty or resistance noted while crossing the lesion with the stent or if the sds had to pass through a previously placed stent. It is also unknown if the stent expanded fully with good wall apposition. It is also unknown if the lesion was post-dilated.